Event description:
The lay user/patient contacted lifescan in 2007, and alleged that her one touch ultra mini meter was giving the error 1 message. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred eight days prior, at 5:00 pm. She also mentioned that she experienced being dizzy, weak, shaky, and had tingly lips after the reported issue began. The patient reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product. The issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.